Manufacturer narrative:
Product summary: data files were returned and analyzed. Data files showed that at least five applications were performed with the balloon catheter on the date of the event with no system notices or issues. In conclusion, the reported tamponade was not confirmed through data analysis. The physical device was not returned for investigation or analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, cardiac tamponade was observed. The case was aborted, and the patient was under general anesthesia. Open heart surgery took place, and the patient is now stable. Hospitalization was extended. No further patient complications have been reported as a result of this event.